Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad not responding which was reproduced during evaluation. The evaluation found the keypad to not function as intended. By troubleshooting the device evaluation found the symptom to be caused by a failed input/output board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum pump was not responding. There was no patient involvement. No additional information is available.